Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip arthroplasty, the custom triflange did not match the patient as planned. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that the during a revision surgery, the surgeon had trouble matching the actual anatomy of the patient, to that of the bone model. The pubis screw ended up being on top on a bone void, so no screw was placed through that hole. Additionally, the void represented in the model superior/posterior to shell was not in that spot, but more superior. The shell ended up being pretty flat and retroverted, requiring the use of a hi wall shell. The surgery was able to be completed with the custom device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.